Event description:
The customer stated that the stopcock was leaking blood. During in-house evaluation, the flush was found to be broken off of the stopcock. No pt injury or treatment was associated with this event.